Manufacturer narrative:
(B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient was pacemaker dependent.

Manufacturer narrative:
Date of explant: (B)(6) 2016.